Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the stylus keeps un-calibrating. Screen will just re-boot at will. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the stylus location on the display intermittently displayed in the incorrect location, approximately 3 inches to the left and 1 inch up from the stylus¿s physical actual location on the display overlay. Analysis also found the programmer was able to interrogate a device wireless and non-wireless using a known good head. Unable to confirm the reported screen re-boot issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.